Manufacturer narrative:
(B)(4). Following receipt of new information, this event will be further updated.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device exhibited with a pocket infection. The patient has been hospitalized, pending resolution. To date, the device remains implanted and in service.

Event description:
Subsequently, the device has been explanted. The physician commented this may possibly be related to a device component allergy; thus, no further implant planned at this time. The patient has been referred to an allergy specialist for further analysis.